Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the shock impedance measurements were high and out of range. The electrode was manipulated in the pocket with noise able to be reproduced. The electrode was then removed and replaced. Impedance measurements were within normal limits, however the appropriate sensing was unable to be achieved. The system was then removed and expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the shock impedance measurements were high and out of range. The electrode was manipulated in the pocket with noise able to be reproduced. The electrode was then removed and replaced. Impedance measurements were within normal limits, however the appropriate sensing was unable to be achieved. The system was then removed and was subsequently returned for analysis. No additional adverse patient effects were reported.